Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
Voluntary medwatch received states that the low voltage lead was capped due to product performance issue. The patient had no adverse consequences.